Event description:
A report was received that the patient was having diarrhea when the stimulation was on for long periods of time. The physician was unsure if the device caused the diarrhea. The patient¿s ipg was explanted and the patient was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.